Event description:
The customer reported multiple false positive results with the ID now covid-19 assay performed in between (B)(6) 2021. This MFR report addresses date (B)(6) 2021 and is two (2) of two (2). The customer reported false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing in a laboratory generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference report: 1221359-2022-00252.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1038332 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1038332 and test base part number 190-430 / lot 1038332. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1038332 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles provided did not contain data for the reported dates, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Ref MFR numbers 1221359-2022-00252.